Event description:
Technical services received a call on (B)(6) 2012. Caller stated that there was a broken fidelis lead. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).